Manufacturer narrative:
The customer reported issue was confirmed. The device was repaired, passed all require testing and specifications and released back to the customer. A review of the device history record for sn (B)(6) was performed from date of manufacture 07jun2014 to the present date 5jan2021 and confirmed that this device was previously returned for servicing.

Event description:
The customer reported the device needs a new front keypad case, has major cracks and is also displaying a channel error. No patient involvement.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported the device needs a new front keypad case, has major cracks and is also displaying a channel error. No patient involvement.